Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Claim #: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into the patient's left eye (os). The lens was reported to be too big. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
D4 - model # vtich12.6; serial # (B)(6). Should be added to the initial MDR. H6 - "work order search: no additional similar complaint type events within associated lots were found." Should be added to the initial MDR. Claim# (B)(4).